Manufacturer narrative:
A ge svc rep performed an investigation. The rear wheel brake for the stenoscop system has been ordered. Once the brake is replaced, it is believed that the reported problem will be addressed. If add'l info should indicate otherwise, a follow-up report will be submitted as required.

Event description:
It was reported that the wheel brakes are not holding on the stenoscop system. It was noted that the system is still in use. There was no report of pt injury.